Event description:
It was reported that pump touchscreen became unresponsive. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer administering correction insulin using injections. Ultimately, the customer reverted to an alternate method of insulin therapy.